Event description:
It was reported that after a lead revision procedure (MFR report number 3006630150-2020-01199), the patient experienced frequent ipg charging. Database analysis revealed that battery discharge shows signs of premature battery depletion. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will be returned. Additional information was received that electrocautery was used during the previous lead revision procedure. Per the physicians implant manual, electrocautery is a known source of high voltage transient signal and warns against the use of electrocautery.

Manufacturer narrative:
Sc-1160 (sn: (B)(6)). The returned ipg was analyzed and could not maintain the battery voltage level due to the high current draw caused by an electrical short in the component asic (application-specific integrated circuit) u3. A review of the patient data indicated that the daily battery depletion rate has been changed from3.42 mv/day to 304 mv/day after the reported lead revision, (timestamp: 25020448). With all the available information, boston scientific concludes that the reported event was confirmed. The device could not maintain the battery voltage level due to the high current draw caused by an electrical short in the component asic u3. A review of the patient data indicated that the daily battery depletion rate changed from 3.42 mv/day to 304 mv/day after the reported lead revision. It suggested that asic u3 was damaged due to exposure to high-voltage transients or high rf (radio frequency) energy. Additional information was received that electrocautery was used during the lead revision. The probable cause selected is unintended use error caused or contributed to event. No escalation is required at this time.

Event description:
It was reported that after a lead revision procedure (MFR report number 3006630150-2020-01199), the patient experienced frequent ipg charging. Database analysis revealed that battery discharge shows signs of premature battery depletion. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will be returned.